Event description:
Event description guidant received information that after being in service for 3.5 years, this pacemaker displayed an elective replacement indicator (eri). The device was then removed and successfully replaced.